Event description:
It was reported that the patient presented to the emergency department with syncope. An interrogation noted the right atrial (ra) lead triggered a warning for measured low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-52 lead, implanted: (B)(6) 2000. (B)(4).